Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, standard use of a 3-way silicone prostate catheter during a total laparoscopic prostatectomy. The device¿s balloon was checked intraoperatively by filling it with the correct volume of water for injection to inflate it. The balloon was filled under normal and standard operating conditions. 24 hours later, the balloon was completely deflated. Necessity to re-catheterize the patient who underwent surgery the previous day. Current patient status: the urologist and the healthcare team promptly managed the catheter dislodgement. The patient was hospitalized for further evaluation and monitoring. Removal of the device and replacement.